Manufacturer narrative:
The device has been returned and evaluated by product analysis on 15-aug2018 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. The original complaint of a cloudy display issue was unable to be duplicated. There was evidence of moisture and corrosion observed in the battery canister, and the leak test failed due a battery compartment leak. The pump¿s cover was removed, and further moisture and corrosion or any intermittent condition was found to the power pump circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.